Event description:
The device was explanted and returned to the manufacturer with no information or reason for explant. Additional information was requested. Information received indicated the device was removed due to information. The drug used in the pump was marcaine. The patient was being managed with oral pain medications. The infection resolved. No specific patient symptoms, treatments, or dates were provided.

Manufacturer narrative:
Device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.